Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 1 month after the dental implant was placed in ada site 6 in the mouth, the implant did not achieve integration in type iii bone. Clinician reports an infection, pain, mobility, bleeding and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications

Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
The clinician reported 1 month after the dental implant was placed in ada site 6 in the mouth, the implant did not achieve integration in type iii bone. Clinician reports an infection, pain, mobility, bleeding and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).